Event description:
A malfunction code was reported by the customer, identified as malf 9, but it was noted that there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Initially, the customer did not have the necessary charging pad and intended to purchase one, but later managed to perform a pump reset independently, clearing the malfunction. Continuous glucose monitoring was restarted, and settings like insulin on board and maximum bolus were reset, with the customer acknowledging the changes. No further technical support was required after the successful reset.